Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0201 patient problem code: f26 h3 other text : see manufacture narration

Event description:
It was reported: customer received kit with defective issue; no pt harm rcc received a complaint via email. Email(s) attached. Called customer on (B)(6) 2024, in addition, the alcohols wipes have been found dry. Sometime in october last year, (no specific date) and issue was not reported to edgepark,

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported: customer received kit with defective issue; no pt harm rcc received a complaint via email. Email(s) attached. Called customer on (B)(6) 2024, in addition, the alcohols wipes have been found dry. Sometime in october last year, (no specific date) and issue was not reported to (B)(6).